Event description:
It was reported that pump housing around usb port was damaged, affecting ability to charge but not causing pump to shut down. There was no reported adverse impact to the customer¿s blood glucose level. Customer was informed by technical support that damage was cosmetic only and did not affect pump functionality, and customer understood and acknowledged this information.